Event description:
It was reported that the patient presented in-clinic after receiving a shock for atrial fibrillation with rapid ventricular response. Data review revealed that the rhythm had accelerated leading to atp and high voltage therapy. The device was reprogrammed. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.